Manufacturer narrative:
The technician replaced the casters and the brake pedal to repair the stretcher.

Event description:
Information received indicates the brake will not hold. The head end brake casters continue to move when in brake and pressure is applied.